Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Healthcare professional reported for right side ¿prosthesis completely ruptured¿, "capsular thickening", "hypoechoic lymphadenopathies with echogenic hilum in both axillae", "it causes too much fear, including all the news that appears on social networks". The device has been explanted.